Manufacturer narrative:
Based upon our review of our complaint histories and manufacturing data, this is an isolated incident. Although the specific area suspected to have caused the cut was not identified, we inspected the urinal in all areas of potential bodily contact of the returned unit reported and additional units supplied. A parting line where two mold halves come together is located on the inner surface of the urinal. Through tactile and visual inspection we could not identify and sharp edges. Using lightweight latex gloves as simulated skin, we could not snag, create a cut, or abrade the glove contacting the urinal surface. There exist the potential for the user to apply enough upward force to tear the sensitive skin at the noted body area through pressure against the body unrelated to the surface characteristic of the urinal. Although we can not verify this experience report, we have added additional inspection criteria to monitor this inner surface during our normal inspection process.

Event description:
Patient's wife told the nursing staff that when he used the urinal, it cut him. Bloody drainage noted at base of penis and foreskin areas. Cold packs applied immediately.